Event description:
It was reported that during insertion of a bioscrew xtralok in an acl reconstruction, the suture holding the gracilis tendon snapped. After readjustment and retensioning, a second bioscrew was inserted. This time, the larger semitendinosis harvested hamstring tendon snapped. A positive lockman sign of approximately 1cm necessitated a 2.5 hour extension to the surgical time. Due to the event with the second bioscrew insertion, a patella tendon graft was harvested and a patellar bone to bone reconstruction undertaken. It was reported that the patient's hospitalization stay and rehabilitation have been extended related to this event.

Manufacturer narrative:
Investigation: the device was received and an evaluation performed. A visual examination of the screw found "melting like deformity" on the threads of the screw indicating that at some point the screw heated up. This type of failure can occur during insertion of the screw if the tunnel is not properly tapped before the screw is inserted. A review of product history finds no similar failures.